Event description:
Customer reported a malfunction alarm on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Tandem technical support provided information to reset the pump. The customer was able to conduct the reset independently and planned to reach out if any additional issues arose.